Event description:
It was reported that during an unk procedure, the handpiece kept receiving error 4 overtemperature errors during a laparoscopic case. The harmonic was no longer needed on that part of the case and the case was completed during a different modality with no consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.